Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the receiver intermittently made crackling electrical noises. No data was available for evaluation. The receiver has been received for evaluation. An external visual inspection was performed and the receiver passed. A charge and boot was performed and the receiver did not turn on. A functional test and receiver download could not be performed as the receiver did not turn on. Confirmation of the complaint could not be determined. The probable cause could not be determined. No additional event or patient information is available.